Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a force sensor error. The event occurred before the infusion. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found record of force sensor error. Visual and functional tests were performed. Tamper seals were missing, and several internal parts had been damaged. The parts including the plunger case assembly, top case, screws and lcd display were replaced as well as the force sensor was re-calibrated to fix the issue.